Event description:
A malfunction was reported with a pump in denmark, and it was noted that the customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer performed a reset on the pump, and tandem technical support arranged for a replacement pump to be shipped under warranty. The customer was advised to use multiple daily injections (mdi) as a backup insulin delivery method and instructed on how to prepare the pump for return. The problematic pump was to be returned using a pre-paid label.